Event description:
It was reported during a the 4th firing of the atw35 resulted in bleeding staple line. Cautery was used. Another atw35 opened. 1st firing, 1/4 staple line did not form, resulting in spurting blood controlled with cautery. A 3rd atw35 was opened to complete the case. There was no consequence to the patient.